Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a stonetome(tm) was used in the duodenal papilla during an endoscopic sphincterotomy (est) procedure performed on (B)(6) 2016. According to the complainant, during the procedure, when the physician attempted to incise the site using "endo cut" mode and a high frequency current setting, current was able to be applied on the device, however, it could not incise and it was noted that it had weak coagulation. The procedure was completed with a different device. The night of (B)(6) 2016, it was reported that the patient had pancreatitis. The patient was given with continuous infusion of lepetan (buprenorphine hydrochloride, pain medication). In the physician's assessment, the pancreatitis was caused by the heat from the device as it was used for a longer time than usual. The patient's current condition was reported to be stable.

Manufacturer narrative:
A visual examination of the returned device found that the working length was twisted. Functionally, the resistance was found within specifications. The complaint was not confirmed since the condition of the returned device could not be functionally evaluated with respect to the procedural factors encountered during the procedure (¿pancreatitis¿). Pancreatitis as an anticipated procedural complication and it is noted within the dfu as an adverse event, therefore, the most probable root cause for the complaint is anticipated procedural complication. A DHR (device history record) review was performed and no deviation was found. A labeling review was performed and there is no evidence that the device was not used in accordance with the labeling.

Event description:
It was reported to boston scientific corporation that a stonetome¿ was used in the duodenal papilla during an endoscopic sphincterotomy (est) procedure performed on (B)(6) 2016. According to the complainant, during the procedure, when the physician attempted to incise the site using "endo cut" mode and a high frequency current setting, current was able to be applied on the device, however, it could not incise and it was noted that it had weak coagulation. The procedure was completed with a different device. The night of (B)(6) 2016, it was reported that the patient had pancreatitis. The patient was given with continuous infusion of lepetan (buprenorphine hydrochloride, pain medication). In the physician's assessment, the pancreatitis was caused by the heat from the device as it was used for a longer time than usual. The patient's current condition was reported to be stable.